Manufacturer narrative:
The lot number is unknown; therefore, the date of manufacture can not be determined. The tube was discarded. No conclusions can be made without the device for analysis. Information has been added to the database for trending purposes.

Event description:
The caller stated the patient was intubated on (B)(6) 2011 and they noticed the breath sounds changed when the patient was placed on a ventilator. They reintubated the patient with a new size 8 tube which was not pretested. The caller states there was a slit or hole in the cuff. The tube was discarded and the lot number is unknown.